Event description:
Following a cardiac catheterization, an angio-seal device was deployed. The physician reported that the pt developed a groin infection while an inpatient following the procedure. The pt was taking coumadin. During conversations with the sales rep and the clinical services rn, the physician was provided info on the recommended treatment for the infection, which consisted of administering antibiotics, removal of the device as recommended in the IFU, or both. It is the physician's decision as to which option to initiate, depending upon the medications and health issues related to the pt. Further info received from the physician revealed that the device was not removed because of the positive effects of the antibiotic therapy. No further info would be released from the hospital as to the status of the pt.